Event description:
Reporter indicated a vns pt had died due to a possible seizure. The pt was traveling and was found dead in his hotel room. The vns had been previously disabled on (B)(6) 2011 due to high lead impedance, which was reported via MDR #1644487-2011-00607. Attempts for further info are in progress.